Event description:
It was reported that a tandem charging cable was damaged and the charging supplies were not functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the damaged charging supplies through two-day shipping and reassured the customer about the return process for a pump, advising them to proceed without concern.